Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed but not replicated the customer reported complaint. Failure analysis found the primary finding of the firing failure to be related to the customer reported complaint. The sureform 60 stapler was found to have a firing failure based on the log review. For clarification, the instrument was returned in an expired state and the radio frequency identifier (rfid) editor was used to return the instrument to an unexpired state. Once the instrument was reinstalled on an in-house system, it was recognized. The firing failure likely caused the forced tool expiration error. The sureform 60 stapler instrument passed initialization when installed on the system for a second time. The instrument clamped and fired successfully. The instrument was fired using a black 60 reload. The firing failure could not be replicated during in-house testing. The root cause is not determinable/applicable. Additional observation(s) not reported by site were also identified: the sureform 60 stapler was found to have an unclamping failure based on the review of the logs. However, the failure was not replicated during in-house testing. The root cause is not determinable/applicable. A review of the instrument log for the sureform 60 stapler (480460-09/l932105030227) associated with this event has been performed. Per logs, the sureform 60 stapler was last used on (B)(6) 2022 on system sk2023. The instrument had 10 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk2023. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being reported as a reportable malfunction event due to the following conclusion: failure analysis confirmed a functional test failed unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the sureform 60 stapler stopped working and had an error message "instrument failure, do not reuse, remove instrument." Appeared on the screen. The procedure was completed with no reported injury. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.